Event description:
It was reported that ventricular tachycardia (vt) was determined by the device to be supra ventricular tachycardia (svt), and the therapy was withheld. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead (B)(6) 2012; 4076-45 implantable pacing lead (B)(6) 2012. (B)(4).